Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported by the customer's mother that the customer was sent a replacement pump last week. Customer's mother stated that this was the second time they were replacing their pump. Customer's mother stated that they were filling a reservoir after rewinding the pump and it eventually said no reservoir and the piston moved on its own. Insulin pump will be replaced for a motor anomaly. No further assistance required.